Event description:
Boston scientific received information that this left ventricular lead experienced loss of capture due to a lead dislodgement. The lead was explanted and replaced. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.